Event description:
It was reported that the procedure was to treat a lesion in the anterior tibial artery with heavy calcification. The 4.0x120mm armada 14 balloon dilatation catheter (bdc) had resistance during advancement though the introducer sheath but was successfully used for dilatation. The balloon was deflated, however, could not be pulled back into the sheath and had resistance. Force was applied but the physician stopped as he could feel the balloon detaching. The sheath was removed over the guide wire and the balloon followed the sheath and was removed. Upon inspection, it was noted that the balloon separated from the balloon catheter. The sheath was removed completely but was able to regain access. Additional angiogram performed showed that flow had not been affected. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty advancing and removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device from the introducer sheath; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6- medical device problem code 2017 - excessive force was removed.